Manufacturer narrative:
No product has been returned. Extended investigation has been performed for the reported complaint and there was no indication that the product did not meet specification. Dhrs for the fs libre sensor and fs libre sensor kit were reviewed and the dhrs showed the fs libre sensor and sensor kit passed all tests prior to release. If the product is returned, a physical investigation will be performed and a follow-up report submitted.

Event description:
A low reading issue was reported with the use of an adc freestyle libre sensor. The customer reported an unspecified low sensor reading and experienced symptoms of nausea with a blood ph of ¿6.9¿ and was incapable of self-treating. On the evening of (B)(6)2019, the customer was admitted to the intensive care unit (ICU) where a laboratory result of 490 mg/dl was obtained compared to a sensor scan of 131 mg/dl. The customer was diagnosed with hyperglycemia and received infusion and unspecified nausea medical as treatment. No further treatment information was reported. There was no report of death or permanent impairment associated with this event.

Manufacturer narrative:
The product has been requested back for an investigation. A follow-up report will be submitted once additional information is obtained. The device mfg date is unknown. The date entered is the date abbott diabetes care became aware of the event. All pertinent information available to abbott diabetes care has been submitted.

Event description:
A low reading issue was reported with the use of an adc freestyle libre sensor. The customer reported an unspecified low sensor reading and experienced symptoms of nausea with a blood ph of ¿6.9¿ and was incapable of self-treating. On the evening of (B)(6) 2019, the customer was admitted to the intensive care unit (ICU) where a laboratory result of 490 mg/dl was obtained compared to a sensor scan of 131 mg/dl. The customer was diagnosed with hyperglycemia and received infusion and unspecified nausea medical as treatment. No further treatment information was reported. There was no report of death or permanent impairment associated with this event.